Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
¿On (B)(6) 2018 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.¿

Manufacturer narrative:
Follow-up #1: date of submission 17-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: a review of the black box showed no evidence of a short battery life, a call service 177 warning in the black box occurred due to normal battery wear. The battery compartment and cap were undamaged and able to fit. The ez-prime steps were performed correctly, and all currents were reading within specifications. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The short battery life issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.